Manufacturer narrative:
The manufacturer has reviewed the manufacturing records, the process inspection records, and the release inspection records. No problems were found and the lot was manufactured under normal conditions. The issue of dialyzer blood leak is addressed in technical summary prts00105.

Event description:
The customer reported a blood leak at the onset of treatment. There was no pt. Injury reported. Number of reuses = 8. From observation the center staff can see blood (pink color) going out of the port to the tubing and down to the drain. The chief tech stated that the water pressure is low and the center has been talking about getting a new water system. Per earlier discussion with the center manager, the water testing results are ok and there have been no changes with the city water. Per follow-up discussion with the chief tech, she stated that there are some new people on staff and she will continue to investigate.